Event description:
Home pt (hp) conacted baxter's technical service center for assistance after noting pt line of homechoice set became disconnected from transfer set while hp was sleeping. Hp reports the connection was secure prior to separation. Hp reports they ended treatment and restarted with new supplies as instructed by baxter technician. Rn reports hp was treated with 1gm vancomycin prophylactically the following day at the unit. Rn reports hp has responded to treatment.